Manufacturer narrative:
We received one 120803f embolectomy catheters with the packaging tube for examination. The balloon was found to be ruptured between the distal and proximal windings. There appears to be latex missing from the catheter tip. The windings appear to be in good condition. The spring tip has been stretched, but is still attached. As stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. The catheter body tube is also in good condition, there is no visible damage. Per the IFU the max pull force on an inflated balloon for this catheter is 0.7 lbs. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history record results.

Event description:
It was reported the balloon ruptured during inflation. It was further specified that the balloon burst during use in the patient and there was no missing part of the balloon retained in the patient. The fogarty was used for removal of a thrombus in a patient with slight calcification and no tortuosity. There was no consequence for the patient.